Manufacturer narrative:
This device remains in service and was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this pacemaker system exhibited undersensing on the right ventricular (rv) lead which resulted in overpacing. It was noted the rv lead was a non-boston scientific lead, and the implant record noted the lead was implanted in the rv septum. It was suspected that the lead may be dislodged. The patient was referred back to the implanting physician to evaluate the lead and discuss a possible lead revision. It was also noted the patient had chronotropic incompetence and reported not being able to elevate their heart rate. No adverse patient effects were reported. This pacemaker system remains in service.